Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿ rupture/silicone migration: observed rupture on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ calcification: not observed no additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported right side rupture. Healthcare professional later confirmed right side rupture and reported right side "calcification or nodularity" and "free silicone was cleansed with betadine levage". Device has been explanted.

Event description:
Patient reported right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.